Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to reaching elective replacement indicator (eri). Premature battery depletion was suspected. The device was successfully replaced with another guidant ICD.